Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8241421. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately without the ability to evaluated the affected sample, the root cause for this complaint could not be determined at the conclusion of our review; we will continue to track and trend for this issue. Root cause description: the needle possible reason are v-clip deformation or tip-shield damaged. But can't do the defect analysis as no sample returned. Can not confirm root cause for this complaint.

Event description:
It was reported that there were 2 occurrences where needle did not retract with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: it's reported that the needle cannot be retracted normally.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8241421. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately without the ability to evaluated the affected sample, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that there were 2 occurrences where needle did not retract with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: it's reported that the needle cannot be retracted normally.